Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was later reported that the case was aborted while the patient was under general anesthesia. Proteins were administered when the pericardial effusion was recognized, and left atrium access was removed. The drain was left in place at the end of the case.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a pulse field ablation procedure, a pericardial effusion and perforation were noted and a drop in blood pressure was observed. Imaging or diagnostic assessment was conducted to check for effusion. An emergency pericardiocentesis was performed to treat the pericardial effusion. The patient was under general anesthesia. The case outcome is unknown. The patient was hospitalized and the effusion resolved without further treatment, and the patient was discharged. No further patient complications have been reported as a result of this event.